Event description:
It was reported that this right ventricular (rv) lead recorded true ventricular arrythmia. Also, the lead exhibited under sensing of atrial fibrillation (af). Boston scientific technical services (ts) discussed that the amplitude does get smaller towards the end and to consider programmed to single chamber mode and turn off atrial mode for better longevity. This lead remains in service. No adverse patient effects were reported.